Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that prior to a procedure the programmer experienced a calibration issue. The programmer is expected to be returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: analysis confirmed the stated reason for return of calibration problem, there was no reaction between the stylus and the cursor and it was attributed to the xy board being defective. It was additionally noted that the upper and lower bullets were worn, the bezel had minor damage (considered acceptable), the right display hasp, cord bay, cord bay right latch and the front latch of the base frame keyboard were broken, the space bar from the keyboard was torn out and errors were found in the software history. All found defective parts were replaced and all other identified issues were resolved. The programmer then passed its electrical safety as well as all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the product had been returned to service.